Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a lamp module failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service to resolve the issue. Checked the image quality. Fse checked the light guide cable and replaced the lamp module also tested the function of camera and performed system test drive. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer contacted the da vinci surgery technical assistance team (dvstat) and reported that they had a fault. The customer stated that image was dark on both the surgeon side console (ssc) and the vision side cart (vsc). The technical support engineer (tse) guided the customer to check the light cable and illuminator. The customer replied that they found that the light cable connector had been oxidized and the lamp module had been used for 933 hours. The tse suggested the customer to replace it with a new lamp module and the customer understood. The tse recorded the information. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The surgeon and procedure information was unknown. The customer had replaced the lamp module to proceed with the procedure. There was no patient injury as a result of the issue and the procedure was completed robotically with the da vinci system.